Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a nurse in the USA of peritonitis coincident with dianeal unknown therapy. On an unreported date, the patient began treatment with dianeal unknown (dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse reported the following. On an unknown date, the patient developed peritonitis and was hospitalized on an unreported date. It was unknown if a peritoneal effluent culture was performed. Treatment, outcome, and action taken for the drug were unreported. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). This is report 4 of 4 involved in this peritonitis event. The sample is not available for evaluation. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.